Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc global number: (B)(4)) investigation result received on 05-nov-2015: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had severe abdominal pain/lower abdominal pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a salpingectomy but her pain has not subsided as much as she wanted. Additionally, she was diagnosed with rheumatoid arthritis. Only pain is listed according to the reference safety information for essure. Rheumatoid arthritis (ra) is a chronic inflammatory condition affecting the joints. Gender, heredity, and genes largely determine the risk of developing this condition. Considering ra pathophysiology and given essure local action in fallopian tubes causality is considered unlikely. Regarding the abdominal pain, after essure insertion abdominal pain may occur. In this case, the pain started in close association with essure procedure. Although this event did not resolved with essure removal (salpingectomy performed); since the consumer was still on recovery at the time of this report; a contributory role of the suspect insert cannot be excluded. In addition, non-serious events were reported. This case was considered an incident, since a surgical intervention (salpingectomy) was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2041, awareness date 17-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Consumer had essure inserted and experienced severe abdominal pain that wouldn't release even after her cycle, lower back pain always around her cycle, leg numbness, headaches or migraines which started in 2011, vomiting, chronic pain, arthritis in neck and swelling in the back of head, joint paint every day. She lost her job. In (B)(6) she had her tubes taken out by a salpingectomy. She is on recovery. The pain still hasn't subsided as much as she wanted to but the lawn between breasts in the top of her abdomen has now subsided. Her lower abdominal pain has not gone away. Her list of side effects are brain fog, metal taste in mouth, migraines, vomiting and throwing up for no reason, can't eat more than 2 tablespoons feel food without feeling full, ibs (irritable bowel syndrome), heavy periods that last for seven days chunky flow, ra (rheumatoid arthritis), joint pain, thyroid cyst noncancerous, swelling occipital nerves back of head, hair loss, swollen gums, swelling in my face, arms, legs, hands, feet, migraines, autoimmune rash, tingling in hands and legs associated with numbness, anxiety disorder, heart palpitations, night sweats, fever chills, menopausal symptoms. Sex is non existent. It hurts. Company causality comment this non medically-confirmed, spontaneous case report refers to a female consumer who had severe abdominal pain/lower abdominal pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a salpingectomy but her pain hasn't subsided as much as she wanted. Additionally, she was diagnosed with rheumatoid arthritis. Only pain is listed according to the reference safety information for essure. Rheumatoid arthritis (ra) is a chronic inflammatory condition affecting the joints. Gender, heredity, and genes largely determine the risk of developing this condition. Considering ra pathophysiology and given essure local action in fallopian tubes causality is considered unlikely. Regarding consumer's abdominal pain, after essure insertion abdominal pain may occur. In this case, consumer's pain started in close association with essure procedure. Although this event did not resolved with essure removal (salpingectomy performed); since the consumer was still on recovery at the time of this report; a contributory role of the suspect insert cannot be excluded. In addition, non-serious events were reported. This case was considered an incident, since a surgical intervention (salpingectomy) was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.